Event description:
Surgeon requested one black and one purple endo gia stapler load. Surgeon then requested another purple load. When attempted to load it onto the stapler handpiece, it would not lock into place. After multiple attempts, placed stapler load aside and used another load.